Manufacturer narrative:
Product event summary (B)(4) the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted right ventricular (rv) lead sensing function was oversensing. Fourteen ventricular nst<(><<)>=210 ms between (B)(6) 2012. The rv lead integrity alerts was triggered. One alert for lead failure predictor on (B)(6) 2012. The lead sensing function was oversensing non-physiologic/short interval counts. Ventricular short interval count (v-sic)=131 counts, in 2.24 days, between (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had a suspected sensing issue that detected noise. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).